Event description:
It was reported that the catheter fractured. A guidezilla guide extension catheter was selected for use in a percutaneous coronary intervention. The target lesion was located in the coronary artery. During the procedure, it was noted that the guidezilla was fractured and could not cross the lesion. The device was completely removed from the patient's body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Updated: d4 lot number. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter from batch 23970214. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a separation at the collar. There are multiple kinks along the hypotube. There are multiple flat spots along the distal shaft. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter fractured. A guidezilla guide extension catheter was selected for use in a percutaneous coronary intervention. The target lesion was located in the coronary artery. During the procedure, it was noted that the guidezilla was fractured and could not cross the lesion. The device was completely removed from the patient's body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.